Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the unit had the red light on, but there are no audible alarms when its' red. She opened the back panel to view the serial number and states "its' all covered in dust".